Event description:
Information was received indicating that a smiths medical cadd solis vip pump turns itself off. There was no reported adverse event.

Manufacturer narrative:
Additional information received at smiths medical 30-jun-2021: no patient incident ? Found during testing.

Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed no damage. The event history log showed an occurrence of system fault 41622. The investigation found that the device was displaying error code 41622 indicating a motor issue. When device was opened up for further investigation, a screw was found stuck between the motor and the cam shaft. The screw was removed. Based on evidence and investigation, the complaint allegation was confirmed.